Event description:
Burning and dry eyes, fatigue, insomnia, hair loss, shoulder pain, anxiety, depression, brain fog, night sweats, weight gain, breast pain, sharp pain on my breast, ibs, swelling and pain on my joints.